Event description:
The field engineer reported that the system displayed a "kv on in error" error message during troubleshooting. This error message is likely to cause the system to shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were replaced. The system was then found to be operating as intended.